Manufacturer narrative:
The up arrow button on the insulin pump did not respond due to moisture damage keypad trace. Unable to perform displacement, rewind, basic occlusion, occlusion,prime test and excessive no delivery test due to no button response. Unit had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 330 mg/dl. Troubleshooting was performed. The device was returned for analysis.